Event description:
It was reported that the customer experienced high blood glucose levels (>600 mg/dl). Customer treated with manual injections and blood glucose levels stabilized. Customer reported blood coming from cannula.

Manufacturer narrative:
The customer reported using the same insulin (humalog) and cartridge for six days. The t:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours os use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog. The device has not been returned for eval. Should new info become available, a supplemental report will be submitted.